Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2022-04465 was a duplicate record and was opened in error. The event details are being captured under complaint file # 5703020 and was reported to the FDA under MFR rpt# 3006260740-2022-03098. H10: g3. H11: b5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post repair kit placement procedure, the repair kit allegedly had fracture. Reportedly the repair kit was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post repair kit placement procedure, the repair kit allegedly had some malfunction. Reportedly the repair kit was removed. There was no reported patient injury.